Event description:
The report received from the affiliate indicated that when the packaging for the sds genesis 10 x 29mm 80cm pro stent delivery system (sds) was opened, the stent was observed to have all ready slipped/was dislodged from the balloon/sds. This occurred prior to use in the patient. The product was not clinically used in the patient. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that when the packaging for the palmaz genesis stent delivery system (sds) was opened, the stent was observed dislodged from the balloon. The product was not clinically used in the patient. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was returned for inspection. One non-sterile sds genesis 10 x 29mm 80cm pro was received coiled inside a plastic bag. The stent was received in a separated bag; it appears as if the balloon was previously inflated and deflated since residues of inflation media were noted along the balloon. Blood residues were noted along the shaft no other anomalies were noted along the device. Crimping marks were noted in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stent/ dislodged-dislodged-prior to use was not confirmed since the stent was received expanded in a separated bag and also because the balloon was previously inflated and deflated and crimping marks were noted in the balloon.. The exact cause of the failure reported by the customer could not be conclusively determined. Neither the DHR review nor the product analysis suggests that issues are related to the manufacturing process of the unit. The returned device showed evidence of being used. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.